Event description:
On 06/18/1999, a donor center reported being informed by their customer hospital that a platelet product, the center had provided, was transfused to a patient on 06/07/1999. This product had been provided to the hospital from a split product of a single donation. The split was completed by the donor center prior to shipment. During the transfusion, this pt was said to have developed a fever of 106f. She became tachycardic, complained of nausea and vomited. She also complained of lumbar pain. Post transfusion, the pts blood was cultured with negative growth. The transfusion bag was cultured by the hospital and staphylococcus aureus was grown. The other split product went to another hospital, its transfusion was uneventful.